Manufacturer narrative:
Submit date: 8/8/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the gauze pack only had 7 each instead of 10 each.

Manufacturer narrative:
Submit date: 1/16/2018. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the defect described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There was no picture or sample received for investigation. Based on the investigation and analysis, the possible root cause would be the worker mixed the blown product from the weighing machine. As a continuous improvement, the supplier had updated related standard operating procedures (sop) to clearly specify the inspection process and disposition method during weighting process, trained the operators to pay more attention on this during weighting process. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.